Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver surgery procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the stapler was unable to fire. The instrument was replaced to complete the case. There was no patient injury.